Event description:
According to the reporter, during an open procedure, at the time of skin closure, the thread broke on three non-absorbable sutures. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: sp-5682 surgipro* ii 4-0 blu 45cm p12 (lot#: d2f0692fgy); sp-5682 surgipro* ii 4-0 blu 45cm p12 (lot#: d2f0692fgy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open procedure, at the time of skin closure, the thread broke three times on one non-absorbable suture. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
New information has been received pertaining to the event that only one suture had an issue. This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.